Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2015 and suture was used for ligation of the appendicular stump. During the procedure, the suture broke and then was extracted. A stapler was used for closure of the stump and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Actual device was received for evaluation. Visual inspection was performed. The visual inspection of the ends show cut ends and one end shows signs of melting highly probable due to the contact to with a hot instrument. When handling this or any other suture material, care should be taken to avoid damage. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Manufacturer narrative:
During the procedure, a monopolar hook was used by the surgeon to detach the appendix and the surgeon noticed that the suture used to ligate the appendicular stump was broken.